Manufacturer narrative:
(B)(4).

Event description:
The patient reported a spinal infection during trial period. The patient fell out of bed and could not get up, so the paramedics were called and did not like the way she was breathing. The patient was hospitalized for 8 weeks starting (B)(6) 2015 and released (B)(6) 2015. She was given IV antibiotics to resolve the confirmed infection. She had no symptoms of an infection. Indication for use included spinal pain.